Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.